Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device was programmed with multiple bolus wizard deliveries and monitored. All bolus delivered completely their indicated amounts, were properly recorded in the daily history screen and no double dosing noted. The test guardian link with the glucose sensor simulator communicates properly to the insulin pump and no insulin pump calibrated twice during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The caller stated that they noticed the pump was double dosing with the amount of the previous dose. The customer was using pump auto mode at the time of the incident. The customer was at 272 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the issue was not resolved. The insulin pump will be returned for analysis.